Event description:
The customer reported that the monitor was not providing audible alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4): in an abundance of caution we will report audio loss even though a visual alarm warning is provided. A f/u report will be submitted upon completion of the investigation.